Manufacturer narrative:
An event of a cusp remaining "stuck to the stent post" and resultant regurgitation was reported. A portion of one cusp of the received valve had been previously removed, consistent with damage during histopathological examination, precluding functional examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of inspections for proper cuspal coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 33 mm epic mitral tissue valve was sized and chosen for procedure. After coming off bypass and reviewing the valves function during an intra-operative echo, the valve appeared to have some eccentric mr through the valve. The surgeon decided to go back on bypass and remove the valve. The valve was replaced with a 31mm epic mitral valve and the procedure was completed without incident. Patient is stable and recovering.